Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to the server after the station got renamed. A technical support specialist investigated and confirmed that the station had been renamed to bhmicu but the change was not updated on the server. After obtaining access, it was found that the station name was correct locally but not reflected on the server, and the last successful synchronization occurred on january 30. Initial sync attempts failed due to pending upload errors and a device assignment conflict. Log analysis with subject matter expert (sme0 support revealed that the server was only uploading one transaction at a time because the sync change tracking chunk size had not been updated after a previous manual recovery. The chunk size was corrected to allow 1000 transactions per upload, and knowledge article (ka) "medes retry mode: insert into tx.transactionsession - dispensingdevicesnapshotkey" was applied to address a retry database error during syncing. The data sync was monitored until all change tracking values aligned, after which the server correctly reflected the updated station details. User verified that the inventory data was fully updated with no remaining issues, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, server was not connecting, when medications are dispensed from the cabinet, the server still thinks they are in there. The bmccc pyxis has been renamed to bmmicu. There were no adverse events or injuries reported based on this event.